Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed reported condition of a false air in line alarm. The root cause was determined to be a faulty pump head module. The pump head module was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced a false air in line alarm on channel c during device evaluation. There was no patient involvement. No patient injury or medical intervention was reported. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information was available.